Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A returned 5fr d/l powerpicc catheter was evaluated for this complaint. When the catheter was flushed with water from a 12cc syringe, a bead of liquid was seen leaking from the connection between the syringe and the purple luer adaptor. The leak occurred both when testing with a luer-lock syringe and with a slip-fit syringe. The inner diameter of the luer adaptors at the proximal end and the outer diameter of the threads on the luer adaptors were measured and were confirmed to meet the device specifications. Microscopic observation of both luer adaptors revealed that the orifices were concentric and symmetrical. An abnormality in the plastic material, causing an uneven surface, was seen on the inner wall of the purple luer adaptor. When tested with an iso taper gauge, the purple luer adaptor failed to meet the standard. It is likely that the abnormality on the inner wall of the luer adaptor cause the connection to not properly mate with the interfacing device and caused the leak. It could not be determined if the luer adaptor was damaged during the manufacturing process or if the luer adaptor was damaged during use. Although the root cause could not be determined, the manufacturing facility has been notified of this complaint. No similar damage was found/reported during the manufacturing process of the implicated lot. This type of damage continues to be monitored through inspections and quality controls.

Event description:
It was reported that air was leaking in catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that air was leaking in catheter. No other information was provided.